Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the left ventricular(lv) lead exhibited no pacing and the capture threshold could not be found. The patient presented to a lead revision procedure. During the procedure, a fracture was noted on the lv lead. The lead could not be revised due to the patient's anatomy and was left implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
Updated h6 codes.

Manufacturer narrative:
Correction: h6 was updated.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: section g3 - the awareness date should have been 06 aug 2022 rather than 01 aug 2022.